Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, device dropped its longevity from three years to one year in a span of 11 months. Data analysis confirmed that the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, device dropped its longevity from three years to one year in a span of 11 months. Data analysis confirmed that the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.